Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, exhibited an alarm with error code lec 1870. No additional information is available.

Manufacturer narrative:
Additional contact information: (B)(6).